Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017, but low bg levels were confirmed on (B)(6) 2017. Cartridge change sequence was completed during the early morning hours of (B)(6) 2017. Two hour later, low bg levels were recorded. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level 44 mg/dl which was addressed by consuming glucose tablets. The cause of the low bg was unknown. Reportedly, the healthcare provider had adjusted the pump setting to address the low bg.